Event description:
It was reported by the ventricular assist device (vad) coordinator that the power sources were switching prematurely on the same controller with different batteries. The controller and batteries were exchanged and returned to the manufacturer for further evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
Batteries (B)(4) and controller passed visual inspection and functional testing. Log file analysis revealed that both the batteries were involved in critical battery alarms and switching events prior to the 25% threshold. While the exact cause of the reported event cannot be conclusively determined, log file data points towards a potential communication anomaly between the controller and the connected battery. An internal investigation (CAPA) has been opened to address the issue. Batteries and controller received.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Two batteries and a controller were exchanged and returned to heartware. Battery ((B)(4)) was returned as a part of previous complaint. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. All of the returned equipment passed external visual examination and functional testing; the analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. The reported event was confirmed via review of the controller log files, which revealed power switching events corresponding to these batteries; analysis indicated this likely occurred due to a failure in communication between the controller and the batteries. Fsca apr2014 was distributed to reinforce proper power management. The root cause of the reported event is most likely a communication anomaly between the batteries and the controller. An internal investigation has been opened by the manufacturer. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.